Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), hypothyroidism ('hypothyroidism'), sjogren's syndrome ('sjogrens') and surgery ('3 surgeries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), erythema ("redness"), fibromyalgia ("fibro"), cardiac disorder ("I am on heart medication") and depression ("depression") and underwent surgery (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hypothyroidism, sjogren's syndrome, surgery, erythema, fibromyalgia, cardiac disorder and depression outcome was unknown. The reporter considered cardiac disorder, depression, erythema, fibromyalgia, hypothyroidism, pelvic pain, sjogren's syndrome and surgery to be related to essure. The reporter commented: in (B)(6) 2009, my health has declined so drastically since then. Concerning the injuries reported in this case, the following one was described in patient¿s social media: pain, erythema, hypothyroidism, leiomyoma and sjogren's syndrome. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New events added- cardiac disorder, surgery and depression. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), hypothyroidism ('hypothyroidism') and sjogren's syndrome ('sjogrens') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), erythema ("redness") and fibromyalgia ("fibro"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hypothyroidism, sjogren's syndrome, erythema and fibromyalgia outcome was unknown. The reporter considered erythema, fibromyalgia, hypothyroidism, pelvic pain and sjogren's syndrome to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: pain, erythema, hypothyroidism, leiomyoma and sjogren's syndrome. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.